Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified force sensor test error in history. During functional testing the force sensor test error was found at power up and unable to calibrate the force sensor at high standard. The force sensor cable was pinched and smashed due to incorrect assembly by customer. The root cause of the issue was by the customer's incorrect assembly of the device. Replaced force sensor and performed power up process and all functional testing which passed.

Event description:
It was reported that the pump was not functional. No patient injury was reported.